Manufacturer narrative:
Medela canada customer service emailed the customer and requested she call in to complete troubleshooting. On november 20, 2020, the customer called in to customer service and they conducted troubleshooting with the customer, including inspecting power supply for damage and powering on the device. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 11/23/2020, the customer indicated she had seen her doctor on (B)(6) 2020 and was prescribed medication, but did not want to share any further medical details due to privacy concerns. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On november 19, 2020, the customer contacted medela canada via email and alleged that her pump in style maxflow breast pump's buttons were not responsive and that a week after using the pump her nipples were hurt and it was very painful. She additionally alleged that she had been prescribed a cream by her doctor and had been using it for 2 weeks, but has not recovered from her symptoms and would like a refund.